Event description:
A site representative reported that during a spinal lumbar fusion procedure, the surgeon stated that navigation was inaccurate with the navlock solera driver. The surgeon felt navigation was accurate with all other instruments, but that the navlock solera driver had too much play within the screw head. The surgeon checked the screw placement with the passive planar sharp instrument and upon taking a postoperative spin with the o-arm, stated the screws were placed correctly. Surgery was completed successfully with no negative impact to the pt.

Manufacturer narrative:
Patient weight is unk. Device lot # and manufacture date are unk at this time. The version 2 screwdriver at the site was replaced with a newer version 3.